Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump failed to restart after the centrifugal pump shut off. The system was powered down, and upon booting back up, the pump functioned as expected. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.